Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, following a transabdominal preperitoneal inguinal hernia repair, the patient developed an ileus. An operation was performed to correct the ileus. The event occurred/was noticed after the surgery. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. No sample, no picture and no video were provided for investigation. Without the sample, a detailed investigation could not be performed. The reported mesh information is too limited to determine if a device failure occurred, however, based on additional information, the mesh wasn't adhered to the bowel. There were no problems with the mesh. The product instructions for use (IFU) which accompanies each device states that the mesh is made of knitted monofilament polyester with monofilament polylactic acid resorbable grips on one side and a resorbable film made of collagen from porcine origin and glycerol, on the other side. The grips allow positioning and fixation of the mesh to the surrounding tissue, while the collagen film facilitates mesh handling and deployment. The mesh presents a green band (polyester dyed with d+c green no. To facilitate its orientation and that the collagen film is not intended to minimize tissue attachment, thus this product cannot be used intraperitoneally. The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, indicated that the peritoneum closed by a continuous suture after the initial operation. When re-operating on the patient for the ileus, the small intestine was found in the suture line. The mesh was not adhered to the bowel. There was no problem found with the mesh. During the reoperation, the small intestine was pulled out. The patient has since been discharged home. The surgeon was not sure what caused the ileus.